Event description:
Patient required surgical intervention to repair a blood vessel that was damaged during the procedure.

Manufacturer narrative:
H.6.: the records of the actual device were evaluated since the implant was not explanted. The code of 1186 was selected with "other" meaning that the manufacturing process, design, inspection, testings, lot records, training records, etc. Were evaluated.